Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The patient's child reported that the patient experienced inaccurate cgm values which occurred the same day the wearable was inserted in the arm. The patient experienced headache, vomiting, and diarrhea. The cgm was reading 40-60 mg/dl and the blood glucose was not checked. The patient ate carbohydrates and went to the emergency department (ed). There, the bg was 169 mg/dl while the cgm was 54 mg/dl. The patient was given IV fluid and antibiotics and discharged after several hours. There was no documentation of further medical evaluation or intervention. The patient was okay during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms. The reported glucose values fall within the c zone of the parkes error grid was checked in ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.